Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had a water leak. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.